Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) year-old female child patient experienced high blood glucose level due to a bent cannula and the symptoms/ issue were noticed three hours after insertion. Further, they tried to treat it with a bolus via pump and through multiple daily injections, but on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level was 630 mg/dl and had high ketone levels which was not assessed as dangerous/life threatening by her healthcare professional. During hospitalization, the patient received fluids of saline, insulin, an unspecified medication (drug name unknown) intravenously and administered insulin separately as corrective treatment which resolved the issue. After staying for five hours in the emergency room, the patient was released with no permanent damage on same day. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.